Event description:
Part of tampon came off and was stuck inside - vagina [foreign body in reproductive tract] when I went to remove tampon, part of it came off and was stuck inside - vagina [complication of device removal] tampon came apart during use, part of it came off [device breakage] case description: consumer contacted via phone and stated that the tampon came apart; when she went to remove it, part of it came off and was stuck inside. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Part of tampon came off and was stuck inside - vagina [foreign body in reproductive tract], when I went to remove tampon, part of it came off and was stuck inside - vagina [complication of device removal], tampon came apart during use, part of it came off [device breakage]. Case description: consumer contacted via phone and stated that the tampon came apart; when she went to remove it, part of it came off and was stuck inside. No serious injury was reported.